Manufacturer narrative:
A beckman coulter field service engineer (fse) replaced the diff pak and resolved the issue. The fse identified that the customer stored the reagents and the compressor close together on a flat platform. The fse advised the customer to reposition the compressor away from the reagents to prevent interference when the compressor vibrates. Customer stated on (B)(4) 2012 that the compressor was moved away from the reagents and that the issue was resolved. The cause of the erroneous high basophil test results was not definitively determined. Replacing the diff pak resolved the issue. Product labeling was evaluated. Unicel dxh 800 coulter cellular analysis system instructions for use, pn629743ag: beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. All options include codes, flags, reference range limits, action limits, critical limits, delta checks, definitive messages, system messages, suspect messages, status and exception messages and decision rules.

Event description:
Customer reported erroneous high basophil test results on differentials for patient samples when using the unicel dxh 800 coulter cellular analysis system (dxh 800). This was occurring on approximately one out of five patients over several days. The customer did not provide specific dates for the events. Erroneous test results were not reported out of the laboratory. There were instrument-generated flags that alerted the operator to the test results. The samples were then retested on another dxh 800, correct results were obtained and reported. There were no reports of death, serious injury, or affect to patient treatment associated with this event.